Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the battery revealed that the device passed external visual inspection. Functional testing revealed an abnormal voltage plot regarding cell pair three of the battery; despite this finding, the battery was still able to charge and provide power. Supplemental testing revealed an intermittent connection due to a soldering defect between cell pair three and cell pair four, which likely contributed to the inability of the battery to charge at the time of the reported event. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a defective solder. CAPA pr00451233 is investigating soldering defects in inventus batteries. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.